Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-13069. It was reported, the pt experienced discomfort at the ipg site. It was also reported, the pt was not satisfied with the scs system. As a result, the pt decided to have the ipg explanted. The pt also decided to have the ipg explanted for future MRI testing. The lead remains inside the pt.

Manufacturer narrative:
Correction: 1627487-05242011-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.